Event description:
On (B)(6) 2025, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their symptoms were worse than before the implant and additionally the therapy was causing cramps in their right leg and the sole of the foot falls sleep. Agent reviewed with the patient therapy information and correct stimulation sensation. Patient decreased the therapy to a comfortable level and guided patient to discuss with healthcare provider (hcp) medical concerns. Patient has a follow-up appointment on thursday. Patient reported stimulation in different location and unspecified symptoms. On 2025-jul-14, additional information was received from the manufacturing representative (rep). They reported that the cause of feeling the stimulation in different location was that the patient stated that they were having back and leg discomfort. They shut off their therapy, and they felt that the symptoms reduced, but didn't go away. They noted the likely cause or contribution to the issue was that it was possible that they were picking up some s2 with their implant. As resolution, they shut off their stimulation a couple of times. They felt that it was not helping their urinary symptoms, but their symptoms worsened when it was turned off. They did feel that their back and leg discomfort improved when it was off. The patient elected to have the de vice removed. They ran an impedance test, which confirmed no impedances. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep confirmed that the implant was removed. They were not requested for the removal. They do not know the date.